Event description:
It was reported that the physician was attempting to treat a lesion situated in the right external iliac which exhibited 80% stenosis and no calcification with an cobalt assurant stent. It was reported that, while doing a contra lateral procedure and trying to land it in the bifurcation the stent came off the balloon. The stent had to be pulled back to the other iliac and the stent was deployed there in an un-diseased iliac artery. Negative prep was performed on the device with no issue reported. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (inherent risk of procedure) ¿ detachment of a component of the system (stent dislodged). (Lesion morphology). Tortuosity and stenosis has most likely contributed to the stent dislodgement. (No results available since no evaluation performed) ¿ device or procedural images not provided for review. Device not returned for evaluation. (Inherent risk of procedure) ¿ detachment of a component of the system (stent dislodged). (Lesion morphology) ¿ tortuosity and stenosis has most likely contributed to the stent dislodgement. (Unable to confirm complaint) ¿ device or procedural images not provided for review.